Event description:
It is reported that a customer received a motor error alarm and a button error alarm on their insulin pump. The patient's blood glucose level was 315 mg/dl at the time of the incident. The customer stated that there were no significant events that could led to the motor error alarm. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, it was unable to prime unit during prime test due to faulty force sensor. The motor was tested outside the device and passed. Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unit received with cracked case at display window corners, reservoir tube and battery tube threads, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.